Manufacturer narrative:
Investigation summary: the product was received for analysis. Product analysis confirmed the reported event. Device history record (DHR) : the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis : the ams700 ipp cylinder was visually inspected and leak tested. The cylinder has a leak attributed to the wear at the fold and a hole at the corner of the fold was present in the cylinder body. The cylinder was not pressure tested due to the leak that was identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a hole in the left cylinder which caused the device to not work. The procedure was completed with no patient clinical consequences.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a hole in the left cylinder which caused the device to not work. The procedure was completed with no patient clinical consequences.